Manufacturer narrative:
(B)(4). Method: the complaint mr290 humification chamber was received at fisher & paykel healthcare in new zealand for evaluation and was visually inspected. Results: visual inspection revealed multiple vertical cracks in the chamber dome between the baffle and bracket. Residue was also observed inside the chamber dome and on the primary float. Conclusion: we were unable to determine what had caused the cracking on the chamber dome; however, our previous investigations on similar complaints showed that crack on the chamber dome can be due to the application of excessive pressure during use. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290 chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure." "Set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: 8 kpa."

Event description:
A healthcare facility in (B)(6) reported that their mr290 humidification chamber was cracked. No patient consequence was reported.